Manufacturer narrative:
The device was evaluated by a philips field service engineer (fse) and the symptom was further clarified as a charge/shock error.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed a message about operation fault with an x indicator, on both ac and battery power. There was no patient involvement.